Event description:
Event reported as band slippage.

Manufacturer narrative:
The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. The device has not been returned. Band slippage is a surgical/ physiological complication, and an analysis of device generally does not assist inamed in determining a probable cause for these events. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage."